Event description:
Pt was checked on by nurse at 0155 hrs, and was breathing. At 0200, it was noticed that the monitor showed no cardiac rhythm. No alarm went off. Upon checking the pt she was in full cardiac arrest. Resuscitation efforts were unsuccessful. Initial investigation shows monitor in standby". Staff denies puting monitor in that position. Four other devices also found in "standby" mode.